Event description:
It was reported, episodes of noise were observed on the right ventricular (rv) lead. Lead insulation damage was suspected. No intervention has been performed at this time. The patient was stable.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Further information was requested but not received.